Event description:
A high readings issue was reported with the adc device. The customer's adc device provided a higher reading when compared to a healthcare professional meter. The customer experienced a loss of consciousness, and a sensor scan result of 'hi' (> 22.2 mmol/l) was obtained in comparison to a reading of 7 mmol/l from a healthcare meter. It is unknown how much time elapsed between the two comparison results. Customer was treated with intravenous glucose and other unspecified medication by healthcare professional, and hospitalized for unspecified duration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 2 sensor associated with this complaint did not meet product design specifications and may produce high glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1004-2023. If product is returned no further investigation actions are required as this issue is confirmed to fa1004-2023. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. The customer's adc device provided a higher reading when compared to a healthcare professional meter. The customer experienced a loss of consciousness, and a sensor scan result of 'hi' (> 22.2 mmol/l) was obtained in comparison to a reading of 7 mmol/l from a healthcare meter. It is unknown how much time elapsed between the two comparison results. Customer was treated with intravenous glucose and other unspecified medication by healthcare professional, and hospitalized for unspecified duration. There was no report of death or permanent injury associated with this event.